Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. The root cause of the high purge pressure was most likely due to biomaterial as it was able to be resolved with tissue plasminogen activator (tpa). E4 should have been left blank on manufacturer device report 1220648-2024-16563.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
During impella support, the physician called and reported high purge pressure, flows at 1.7ml/h and lysis protocol is known by the physician. The purge system checked several times for kinks and damage. The representative recommended close monitoring of the motor current. The patient is undergoing palliative treatment, and the pump should be weaned during the course of the day. The patient survived the event.